Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the catheter revision had not been scheduled and the physician stated that they did not have a date at this time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2022; explant date; UDI: (B)(4); ubd: 2024-01-19 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at minimum rate via an implantable pump for unknown indications for use. It was reported that the patient experienced lack of pain relief and increased volume in the pump reservoir. There were no environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included an unsuccessful side port access. Actions/interventions taken included the patient being referred back to their doctor for evaluation of catheter revision. The issue was not resolved at the time of the event and the patient's status was "alive-no injury". A surgical intervention did not occur, was planned, but not scheduled. The patient's weight at the time of the event was provided and medical history was asked but would not be made available due to legal or confidential reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that 17 ml was observed while the pump reported 7 ml. The dye study date was (B)(6) 2024. However, the volume that was filled was not available. They were referred to a neurosurgery for a catheter revision.